Manufacturer narrative:
H4: the lot was manufactured from january 06,2022 ¿ january 07, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; the infusion was prolonged over 24 hours. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.